Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565 - 2018 - 04583; 0001822565 - 2018 - 04619.

Event description:
It was reported by the 411 group that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.